Manufacturer narrative:
This is an initial report. The product has been requested for investigation and a final report will be submitted when the investigation is complete.

Event description:
Customer reported that their meter would not turn on with strip insertion and they were unable to test. As a result, they stated they experienced hyperglycemic symptoms, headaches, and extreme tiredness. They were seen by their local doctor, diagnosed with hyperglycemia and their insulin dosages were adjusted and a new medication was prescribed. There was no report of death or permanent. Impairment associated with this event.